Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor suspended the device when customer's sensor glucose was 40 mg/dl and blood glucose was 242 mg/dl after the customer had just eaten. During troubleshooting, found sensor cannula was bent. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to product being returned opened/used.